Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was tested with a generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic low anterior resection, the device kept being activated after releasing the hand switch. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.